Event description:
Healthcare professional reported, rupture of the left side device. Device has been explanted. Unknown, if replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening. (Shell thickness was within specification). Shell missing assessed, as inconclusive. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Continued h6 (health effect - impact code 4): f15.

Event description:
Healthcare professional reported rupture of the left side device. Device has been explanted, unknown if replaced.